Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: did the electrode tip completely detach from the device? No. Did the detached electrode tip fall into the patient? N/a. Was the detached electrode tip retrieved from the patient? N/a. Did this cause a change in the plan of care for the patient? N/a. Is the detached electrode tip being returned with the device? N/a. Or, was detached electrode tip discarded? N/a.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the detached electrode tip fall into the patient: no. The device was not used at all; did this cause a change in the plan of care for the patient: no.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before an unknown procedure, the electrode tip was broken. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.